Manufacturer narrative:
The hospital biomedical technician emptied the condenser of water and dried the flow sensors and the abs circuit to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The hospital biomedical technician emptied the condenser of water and dried the flow sensors and the abs circuit to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. There was no patient injury.